Event description:
Customer reported a centrifuge bowl leak. Name and function of complaint: same as reporter. Customer reported that in cycle 1 of treatment, the machine alarmed for a leak in centrifuge. Customer opened the centrifuge and saw a very tiny line of leaked blood that covered the sensor. Customer cleaned the centrifuge chamber, and restarted. Customer then received an error 183 alarm. Customer stopped the instrument and inspected the bowl and reinstalled. Customer received the same error. Upon further inspection, the customer noted that there seemed to be a leak coming from the top (neck) of the bowl. Customer aborted the treatment and did not return any blood/blood products to the patient. Customer will return kit for investigation.

Manufacturer narrative:
A review of lot file a766 was performed - there were no nonconformances or alarms associated with this lot. This lot met all release requirements. A review of complaints received for lot b716 was performed. There were three other centrifuge bowl leak alarms reported to date for this lot. No trends were detected. This assessment is based on the information available at the time of the investigation. The customer is expected to return the kit but it has not yet been received. Therefore, the investigation is pending and a root cause for the leak cannot yet be determined based solely on the information provide by the customer. (B)(4).